Event description:
It was reported that after the iab was inserted, the balloon would not inflate or purge, and the pump kept reading "gas leak". The iab was removed and replaced without any complications.